Manufacturer narrative:
Product complaint #: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unk - plates: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Health effect: clinical code (B)(4) used to capture injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent a removal surgery for the dhs. After removal, the bipolar hip arthroplasty was performed. The surgery was completed successfully without any surgical delay. The reason for the revision surgery has not been confirmed yet. No further information is available. This complaint involves one(1) device unk - plates: dhs/dcs. This is report 1 of 1 for complaint (B)(4).